Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while flushing the leadless implantable pulse generator (ipg) delivery system prior to implant, there was a leak at the base of the cup that attaches to the shaft of the delivery catheter. No patient complications have been reported as a result of this event.